Event description:
It is reported that the device was implanted in 2002. The device was revised in 2002, due to knee instability and dissociation of the insert.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. Evaluation summary: it is suspected that the stem extension did not get firmly seated initially and moved in-vivo causing loss of screw pre-tension and subsequent loosening. By request from the surgeon, a custom instrument was fabricated to ensure correct assembly of the taper on the stem extension to the tibial plate. Also, discussions were held with the related surgeon regarding the custom instrument and the proper surgical technique of the devices. X-ray pictures show normal positioning of the implants and articular surface support post appears to be seated to tibia plate as intended. Evaluation: device history records are intact and conforming indicating product was manufactured to specification. There is no indication that design or manufacture contributed to this outcome.